Manufacturer narrative:
Evaluation: method: routine monitoring of complaint history and performance trends to ensure performance is within claims. Results: customer indicates based on comparison to another test method, an incorrect interpretation was provided for this isolate. Conclusions: there are no reports of adverse health consequences associated with the discrepant result. Product is within performance claims.

Event description:
Customer reported (B)(6) isolate oxacillin (ox) mic discrepancy. The hospital obtained oxacillin-susceptible results on the panel and (B)(6) results when tested against another test method. The results were reported to the physician but did not affect pt treatment, or cause treatment delay or to be withheld. There are no reports of adverse health consequences associated with the discrepant result.